Event description:
It was reported that the customer experienced a high blood glucose level, with readings over 600 mg/dl. Cause was not known. The customer attempted corrective actions by administering a correction injection using mdi and changing the infusion set and bolus. Despite instructions from technical support to inspect the site and remove the infusion set for inspection, the customer declined further investigation. The customer also confirmed settings and device information were correct. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.